Event description:
In an esophageal resection procedure, after the i60 stapler was articulated and clamped on tissue, an unusual sound was heard. When the device was removed from the sterile field, the anvil was seen to be broken. Another i60 stapler was used to complete the procedure.

Manufacturer narrative:
The i60 stapler was visually examined, and was found to have a broken anvil as had been reported. As a result of the broken anvil, the device was not able to fire 60mm reloads. The ir60g reload in use at the time of the event was also returned, and was found in satisfactory condition.